Manufacturer narrative:
The use of degraded reagent is a suspected cause; the infiltration of fluid into the tissue samples was not optimal. User stated that the reagent replacement schedule was set at 300 cassettes, and he typically checks the tissues specimen visually after 200 cassettes, replaces reagents every 200-250 cassettes. The counter indicated that just over 200 cassettes had been processed when the affected run was finished. After the incident, user processed seven (7) more biopsy samples using the subject instrument, found no issue. This is most likely due to a smaller volume of 7 samples processed in the retort compared to 32 samples, produced more effective fluid circulation and better quality outcome. User used the tissue-tek xpress (r) processing reagent, formula 1, product code 7731, lot# 6925-03. There is no other complaint received from other sites for this reagent lot. User stated that he continues to use the instrument; however, changed the reagent replacement counter setting to 200 cassettes.

Event description:
Sakura finetek (B)(6) received a complaint on october 20th, 2018, from user facility in (B)(6) that thirty two (32) biopsy samples were found dry and hard after a run with the tissue-tek xpress x50 tissue processing instrument, serial number (B)(4). User was able to section all 32 samples; however, found hematoxylin was poorly stained. Thirty (30) out of 32 samples were diagnosable, 4 out of which were very difficult to diagnose. Two (2) samples gave a negative result where positive result was predicted; thus, resulted in re-biopsy of two (2) patients.